Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion was located at a bifurcation of the circumflex (cx) artery and the obtuse marginal (om) branch; the vessel was tortuous and heavily calcified. The 2.0 x 12mm maverick2 monorail ptca catheter was advanced to the lesion and the balloon was inflated and deflated once with no issues; the atms and duration of the inflation are unknown. Upon the second inflation, at 12 atms, the balloon ruptured. The balloon catheter was removed with no complications and the procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "fine".

Manufacturer narrative:
The product was returned in a deflated state. The balloon catheter was pressurized to locate the leak. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located on the proximal edge of the distal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the pinhole. No issues were noted with the balloon material or the ro markers that could have contributed to the pinhole. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is operational context; due to procedural factors and/or interaction with patient's anatomy or other devices.